Manufacturer narrative:
(B) (4). The customer reported that device was discarded. The lot number was identified; therefore, a device history record review could not be performed.

Event description:
Device issue: suture - break. Time of device issue: during closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, the suture broke. The device was removed and manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no add'l info was provided.